Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that this was a transforaminal lumbar interbody fusion (tlif) (l4/5) procedure performed on (B)(6) 2023 to treat degenerative spondylolisthesis. After installing a rod at l4 left, the surgeon installed the set screws by a screwdriver. Because the set screws appeared to be cross-threaded, the surgeon repeatedly removed and installed the set screws. The surgeon said that the screwdriver would not fit into the set screws, so the sales rep checked the surgical field and found that the set screws had been installed inside out. One side of the tab of the screw may have been broken off. Therefore, the surgeon broke the tab of the screw completely off and used the screw. The surgeon removed the inverted installed set screws while spreading the tab with his fingers. After that, the surgeon re-installed the set screws in the correct state/direction, tightened them temporarily, applied compression, and done final tightening. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. This report is for one (1) 5.5 exp verse can scr 6.0x45 this is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: expiration date added. H4: manufacture date added. H3, h4, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code:199725645s. Lot no: 336414. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 17/03/2022. Manufacturing site: jabil le locle. Expiry date: 28/02/2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.